Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow up visit, noise was observed on the riata lead. Patient received inappropriate shocks and was hospitalized. Lead impedance was normal. Lead was capped and a new lead was implanted on (B)(6), 2016. Patient had no adverse consequences.